Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The presence of a nearly occlusive thrombus (blood clot) in the axillary vein was reported. The physician indicated that the distal tip of the subject lead was included within this thrombus and that the proximal electrode is in the subclavian vein. The patient is undergoing anticoagulation therapy.